Manufacturer narrative:
The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a routine follow-up, this pacemaker exhibited poor sensing. The device was explanted and replaced. A new right ventricular (rv) lead was also implanted. The manufacturer and the status of the chronic rv lead was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory revealed multiple device resets had occurred prior to the device being implanted. It was noted the device was taken out of ship mode on (B)(6) 2015 but was not implanted until (B)(6) 2017. The resets occurred because the device was programmed out of ship mode and no lead was detected. The resets stopped after the device was connected to a lead for implant. These resets are benign and do not impact device sensing. Analysis did not identify any device characteristics that would have caused or contributed to the poor sensing that was observed clinically.